Event description:
It was reported that the md inserted a sheath via the pt's femoral artery while on the or. The iab was prepped per instruction; however, the iab unwrapped prior to insertion. As a result, the md used another iab to complete the procedure. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.